Event description:
Procedure: donor nephrectomy. According to the rptr: the device could not cut well during procedure. A new device was opened to complete procedure. There was oozing of blood, the blood loss was not over 500cc. There was no tissue damage, no unanticipated tissue loss, and operative time was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4).